Event description:
It was reported that touchscreen became less responsive. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, so no additional troubleshooting was completed and no other actions were documented.